Manufacturer narrative:
The product is not available for evaluation and the lot number is unknown. A hospital letter provided by the consumer indicated the consumer presented with pain and photophobia of the left eye after she swam with contact lenses. The slit lamp evaluation revealed a corneal ulcer and the diagnosis was left eye contact lens associated keratitis. It should be noted that in a letter provided to the manufacturer by the consumer, the consumer¿s contact lens dispenser documented that their practitioner advised the consumer against bringing the lenses into contact with water. A signed protected health information form to obtain medical records was requested from the consumer, however it has not been received.

Event description:
A consumer reported that in (B)(6) 2013 she went swimming with her contact lenses and developed a corneal ulcer associated with acanthamoeba. The consumer indicated that she was treated at a hospital. A hospital letter provided by the consumer dated and (B)(6) 2013 after she swam with contact lenses on eyes. The slit lamp evaluation revealed a corneal ulcer and the diagnosis was left eye contact lens associated keratitis. Corneal scrapes were taken by the first hospital the consumer visited. At the time of the visit, the consumer's eye was being treated with exocin ophthalmic solution. Consumer provided another letter from the hospital dated (B)(6) 2018 which indicated the consumer had a left corneal scar secondary to pseudomonas keratitis. The consumer's best corrected visual acuity for the left eye was 6/9.5-3. It is noted on the letter the anterior eye examination revealed no changes to the condition. The letter indicated the consumer wears a daily disposable lens in the right eye and a rigid gas permeable lens in the left eye. The consumer is to return in 12 months for an annual examination. A signed protected health information form to obtain medical records was requested from the consumer, however it has not been received.

Manufacturer narrative:
The product is not available for evaluation and the lot number is unknown. A hospital letter provided by the consumer indicated the consumer presented with left eye issues after she swam with contact lenses. It should be noted that in a letter provided to the manufacturer by the consumer, the consumer¿s contact lens dispenser documented that their practitioner advised the consumer against bringing the lenses into contact with water. A signed protected health information form to obtain medical records was obtained from the consumer. Medical records were requested directly from all health providers involved, however they have not been received.

Event description:
Additional medical records were received from the consumer. Medical records for (B)(6) 2013 indicated patient presented with 6-hour history of painful left eye with scleral injection and mucopurulent discharge. Patient had been swimming earlier that day with contact lenses in. At time of visit, there was no change in acuity or photophobia. There was slight supraorbital edema. Visual acuity 3/3 l 3/3, pearl size 4, accommodating. No hypopyon. Small opaque lesions noted on left cornea. Slit lamp examination revealed 3x small corneal abrasions at 2, 5 and 8 o¿clock positions. The patient was discharged with chloramphenicol and hygiene advice. Diagnosis was acute conjunctivitis. Medical records for (B)(6) 2013 summarized that the patient was seen 3 days prior for corneal erosion - probably due to swimming with contact lenses - and that the patient was using chloramphenicol eye drops. Eye seemed not to have healed - still painful and red. With oxybuprocaine, burning reduced. With fluorescein, instead of 3 lesions (abrasions), 1 central corneal erosion was seen and what appeared to be an older lesion next to it. Anterior chamber was clear. Normal movement of pupil. No improvement in vision. The impression was new corneal erosion. Medical records for (B)(6) indicated patient was a contact lens wearer for 13 years with no previous problems. On this date, the left eye ocular exam revealed a large area of corneal edema, fibrinous exudate associated with the anterior chamber and a hazy appearance to the lens. The patient was prescribed exocin eye drops. No diagnosis was provided. Medical records for (B)(6) 2013 indicated that the patient was seen the previous day with a corneal ulcer. Pain was a bit better on the 31st. Vision was still blurry. The left eye ocular exam revealed a hazy cornea, a raised lesion and hypopyon. The left eye anterior chamber was reported to have flare. The patient was instructed to continue use of exocin eye drops. Additional notes were provided; however, the date was not provided on the pages. Handwriting on the pages was not clear. One illustration indicated the left eye had central superficial stromal and epithelial scar. As noted in the initial report, a letter from the hospital, dated (B)(6) 2018 indicated the diagnosis was left corneal scar secondary to pseudomonas keratitis. The best corrected va was 6/6 for the right eye and 6/9.5-3 for the left eye. A signed protected health information form to obtain medical records was obtained from the consumer. Medical records were requested directly from all health providers involved, however they have not been received.

Manufacturer narrative:
The product is not available for evaluation and the lot number is unknown. A hospital letter provided by the consumer indicated the consumer presented with left eye issues after she swam with contact lenses. It should be noted that in a letter provided to the manufacturer by the consumer, the consumer¿s contact lens dispenser documented that their practitioner advised the consumer against bringing the lenses into contact with water. Medical records received from healthcare providers indicate the patient had ongoing follow-up visits with the health care providers for the eye condition associated with the event. The patient is currently under treatment. The health care provider opined that the event was likely caused by contact lens wear.

Event description:
Additional medical records dating from (B)(6) 2013 to (B)(6) 2014 were received from the healthcare providers. The records indicate the patient had ongoing follow-up visits with the health care providers for the eye condition associated with the event. The observations included bulbar injection, corneal edema, corneal staining, corneal ulcer, microbial keratitis, a corneal scar located in the central 6 mm of the cornea, and a permanent decrease in vision. Cultures were taken and were positive for pseudomonas aeruginosa. The diagnosis was microbial keratitis secondary to pseudomonas aeruginosa. The health care provider opined that the event was likely caused by contact lens wear. The patient is currently under treatment.

Event description:
Since the follow-up report submitted on (B)(6) 2018, additional medical records dating from (B)(6) 2013 to (B)(6) 2018 were received from one of the hospitals. The record details the patient¿s course of treatment at this hospital and references the treatment given by the second hospital. Coinciding with the medical documentation previously received, it is noted the patient had pseudomonas keratitis and a central corneal scar on the left eye. In 2014, the patient was fit into a rigid gas permeable (rgp) contact lens in the left eye and a daily disposable contact lens in the right eye. The patient continuously returned for routine checkups every 6 to 12 months. It is noted in the patient¿s last visit ((B)(6) 2018) that the patient had good visual acuity and was instructed to continue wearing the rgp lens. No further treatment was required other than the routine checkups.